Event description:
It was reported that a revision surgery was performed due to coxoarthrosys. Components involved: femoral, tibial and component.

Manufacturer narrative:
Results of investigation: it was reported that revision surgery was performed due to coxoarthrosys. The associated legion ps oxinium femoral component, genesis ii cemented tibial baseplate and legion ps high flexion insert were not returned for evaluation. Thus the product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual products involved and no patient medical records available, our investigation of this report is inconclusive.

Manufacturer narrative:
The associated complaint devices were not returned. Without the actual product involved and/or device information, our investigation cannot proceed. No clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.